Event description:
The hcp reported, the pt presented with a return of symptoms after a fall. The pt has dystonic episodes. The hcp replaced the neurostimulators and extensions. Impedance readings after replacement were >2000 ohms. X-rays taken were inconclusive. The hcp will monitor impedances and schedule a lead revision if impedances do not decrease.

Manufacturer narrative:
.